Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge fill estimate was intermittently observed to be inaccurate and the pump battery was intermittently observed to be depleting rapidly. There was no reported adverse impact to the customer. Although requested, no additional information was provided.